Event description:
It was reported that the e2 drager ventilator suddenly stopped delivering a measurable tidal volume. Pt's oxygen saturation levels dropped and the pt was manually ventilated until this malfunctioning ventilator was replaced. Aprv [airway pressure release ventilation] was 32/0-80-100%. The MFR rep determined the failure was due to the peep valve remaining open resulting in a loose of volume. This was determined to be a calibration issue. The ventilator was repaired and returned to service.